Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified limb vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.